Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation: bd had not received samples or photos from the customer facility for investigation; therefore, the customer¿s indicated failure mode of glass breakage with the incident lot was not observed. Additionally, retention samples were selected from in-house inventory and tested for tube breakage during centrifugation, and no issues were observed as all retention samples met specifications. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Rationale: as bd had not received a sample or photo from the customer facility for investigation, the customer¿s indicated failure mode of glass breakage with the incident lot was not observed. Retention samples were tested and all specifications were met conclusion: based on the investigation, a root cause could not be determined. (B)(4).

Event description:
It was reported during use of the 4.5 ml bd vacutainer® citratetube, 13 x 75mm the tube broke during centrifuge. There was no report of injury or medical intervention.